Event description:
Article: outcomes following surgical management of complex terrible triad injuries of the elbow: a single surgeon case series. Domos, peter, griffiths, emmet, white, andrew. Soulder & elbow 2018, vol. 10(3) 216-222. Case 1: removal of arh implant to improve patient range of motion.